Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during routine device change out procedure, insulation abrasion was noted on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.